Manufacturer narrative:
It was reported that a clinical study subject had persistent right knee arthralgia since 2017. A right knee tka lateral facetectomy via mini open incision was performed. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that a clinical study subject had persistent right knee arthralgia since 2017. A right knee tka lateral facetectomy via mini open incision was performed.